Event description:
During shift check, the autopulse li-ion batteries (B)(4) were successfully charged in an autopulse multi-chemistry battery charger (mcc). The charger displayed a green led, and the batteries' status leds were showing 4 solid green leds, indicating that they were fully charged. However, these batteries failed to power on the autopulse platform. No patient involvement. Please see the following related MFR reports: MFR # 3010617000-2022-01811 for autopulse li-ion battery (sn (B)(4)). MFR # 3010617000-2022-01813 for autopulse li-ion battery (sn (B)(4)).

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(4) reported in this ccr are covered by (B)(4). Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.